Event description:
It is reported that the device was implanted in 2008, and was explanted on seven months later, due to the pt experiencing pain.

Manufacturer narrative:
Eval summary: the pt's age, weight, and activity level are unk. Surgery notes from the primary surgery are unavailable, and it is unk if the kinectiv femoral stem and neck were implanted with the correct orientation and correct fit per the surgical technique. The instruments used in the primary surgery are unk. Based on the above info and observations, pt pain may have been caused by one or more combination of the following mechanisms: improper selection of femoral components, misalignment of femoral stem/neck assembly, impingement of femoral stem/shell interface, extent of soft tissue tension, pt activity post-surgery, and physical adaptation of implant. However, the exact cause of the current situation can not be conclusively determined. H6: eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.